Event description:
In this case report, a challenging transcatheter aortic valve replacement (tavr) procedure via tortuous iliofemoral access with prior endovascular aneurysm repair detailed pre-procedural planning which enabled the operators to overcome the challenges while employing four strategies. Two of these strategies included avoiding unnecessary challenging rewiring of the iliofemoral system especially when using proglide devices by innovative use of a 6f sheath and another was to predilate the tavr arteriotomy site with bigger sheaths than 6f prior to deploying proglide devices (at least 8f) to avoid limited space to manipulate proglide devices and two 0.035" wires. During this procedure, two 0.035" non-abbott superstiff wires were inserted through the common femoral artery (cfa) via 6f sheaths. The first proglide was pre-placed on one of the two wires without rewiring through the proglide. The second proglide was pre-placed over the buddy wire and again no rewiring was attempted via the second proglide. When removing the second proglide there was considerable friction. It was stated that in retrospect perfect planning should have called for pre-dilatation of the arteriotomy site with an 8¿9 f sheath or 9¿10 f dilator to allow more space to move or rotate the proglide devices. Post procedure, the two pre-placed proglide devices adequately closed the cfa tavr arteriotomy site. Details are listed in the attached article, titled "tips and tricks for successful trans-evar tavr: buddy up!". No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event attached article, titled "tips and tricks for successful trans-evar tavr: buddy up!".

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A definitive cause for the reported difficulty to remove could not be determined. Based on the information reported through the research article, a conclusive cause for the reported difficulty to remove could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.